Event description:
The customer reported an issue with their insulin pump's gauge displaying a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, attempted to reload the cartridge and deliver a 10.2 unit bolus but chose not to load a new cartridge. The customer plans to continue using the current cartridge and will follow up if needed.